Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of "hi" results. Customer states that he feels lightheaded and tired, denies the need for medical attention. The customer's expected blood results are 200-250mg/dl fasting. Verified test strips expire 10/31/2016. Unable to confirm if customer's test strips are being stored properly and opened vial date september 2015. Reviewed meter memory: (B)(4). The customer stated he just ate half a sandwich and he has not been feeling good the customer stated he has been having a hard time with his glucose levels as they are changing his medications. The customer stated right now he is feeling symptoms like light headed and tired. I advised the customer to seek medical attention right away.

Manufacturer narrative:
(B)(4). Investigation completed and meter evaluated with no defects found. Most likely underlying root cause: test strip issue.

Event description:
Customer complains of "hi" results. Customer states that he feels lightheaded and tired, denies the need for medical attention. The customer's expected blood results are 200-250mg/dl fasting. Verified test strips expire 10/31/2016. Unable to confirm if customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). The customer stated he just ate half a sandwich and he has not been feeling good the customer stated he has been having a hard time with his glucose levels as they are changing his medications. The customer stated right now he is feeling symptoms like light headed and tired. I advised the customer to seek medical attention right away.